Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had pain with recharging since implant. The rep discussed the issue with the healthcare provider (hcp) and the cause of the pain was normal post-operative swelling and bruising; it was believed this would resolve. The rep also reported that the patient had pain and shocking with recharging. The rep reported that the patient also felt itchy all over her body from the ins when she used her arms too much; this wasn¿t related to stimulation per the hcp. The rep reported that the patient got a burning feeling all over her body when in the shower when her stimulation was on but not with it off; again not related to stimulation per the hcp. No further complications were reported.